Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. International UDI: (B)(4). Reporter phone number unknown. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report received 08 may 19. MFR received date 04 may 19. A gas delivery system (gds) was return for analysis. An investigation was performed and the product analysis technician reported that the airflow sensor drift caused the unit to pass out of specified range. Replacement of a component of the airflow sensor subsystem resulted in the unit passing all testing. The root cause was determined to be fault in the u1 component of the airflow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.